Event description:
The manufacturer received information allegin that patient hosing is filling up with water; device is making a weird winding noise and he wakes in the morning he has a very bad cough and his nose is very dry and sore, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that patient hosing is filling up with water; device is making a weird winding noise and he wakes in the morning he has a very bad cough and his nose is very dry and sore, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegin that patient hosing is filling up with water; device is making a weird winding noise and he wakes in the morning he has a very bad cough and his nose is very dry and sore, related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a heavy amount of dust/dirt-like contamination on the entire exterior of the device, front and rear panel, top and bottom enclosure, underneath both flip doors. A dent was observed on the side of the top enclosure. Evidence of liquid ingress was observed in the iso port. An excessive amount of dirt-like contamination was observed at the air inlet of the blower box. Brownish contamination was observed on the top track of the user interface panel. Small scratch marks were observed on the sd card slot of the pca. An unknown contamination was observed on the interior side of the front panel. An excess amount of hair/dust-like contamination was observed around the seal of the rear panel, base of the blower box, on the blower motor, blower seal, blower box seal and in the base of the blower box. Evidence of liquid ingress was observed in the base of the blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer observed that the noise coming from the device, and suspected the blower motor, and using a known good blower motor run therapy and confirmed that it was a faulty blower motor. Because of the complaint of hose filling up with water, the manufacturer used a known good humidifier and hose run therapy for 30mins and observed no moisture in the hose. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirms the complaint of noise due to a faulty blower motor and cannot confirm the complaint of water in the hose and manufacturer unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.